Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new dexcom g7 sensor code was entered into the dexcom app, the ilet displayed three lines and did not pair, and the user was guided to enter the sensor code into the ilet to complete pairing; later, the user experienced a low blood glucose event overnight after a dinner announcement, and education was provided on ilet learning and treatment of lows. Symptoms included hypoglycemia with a lowest glucose of 61 mg/dl, without loss of consciousness or other acute effects. Outcomes included self-treatment with oral glucose and juice, receipt of device low alerts, no need for assistance, and no professional medical intervention. Investigation included troubleshooting and user education on correct sensor code entry and synchronization between the dexcom g7 and the ilet. Investigation of this case revealed a pairing failure to the ilet prior to guidance, with resolution achieved through proper code entry and synchronization, and a subsequent low glucose event consistent with expected glycemic variability during system learning. It was concluded, based on previously established findings for similar reports, that the cause was user setup error for sensor pairing and expected device behavior.